Event description:
It was reported that the patient underwent a right-sided l3-4 transforaminal posterior interbody fusion procedure using rhbmp-2/acs and an interbody device to treat chronic lower back pain. The patient's post-operative period was marked by "severe, painful, and debilitating complications." The patient reportedly developed severe pain in his back and legs caused by ectopic bone growth. No additional information was provided.

Manufacturer narrative:
Corrected information: disability checked in error.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with pre-op and post-op diagnoses: scoliosis, spinal stenosis, foraminal stenosis, segmental instability, gait disturbance, spinal curve, lumbar radiculopathy, lumbar myelopathy, herniated pulposus l3-4. He underwent the following procedures: intraoperative biplane fluoroscopy; right sided transforaminal posterior interbody fusion; posterior lateral fusion l3-4; pedicle instrumentation bilateral l3, bilateral l4; cage instrumentation l3-4. Per-op notes: incision was made over the right l3-4 pedicle and over the left l3-4 pedicle through skin and subcutaneous tissue, pak needle was inserted into the pedicle and medullary canal of the right l3-4 pedicles and on the left l3-4 pedicle, steinmann pin was placed through each of the four pak needles, pak needles were removed, drill point was drilled over the steinmann pins at all four pedicles and removed, 6.5 screw was inserted on the left through the left l3-4 pedicles, incision was made on the left side through which a rod was inserted and connected distally at l4 and left unlocked proximally at l3 on the left, steinmann pin was passed to the facet joint on the right at l3-4, enlarging cannula was inserted and directed to the medial aspect of the posterolateral transverse process of l3-4, decortication of the transverse process and onlay bone graft of bone morphogenic protein was inserted for posterior lateral fusion, operative cannula was directed to the facet joint at l3-4 and the lateral facet was resected, the medial facet resected, the inferior aspect of the right l3 lamina was resected, ligamentum flavum posteriorly and laterally was resected, decompression of the right existing l3 was noted, there was an extruded herniation into the foramen between the pedicles on the right at l3-4, translating dura and root were displaced to midline, annulus and nucleus pulposus and inner disk distraction through a right-sided transpedicular approach was accomplished, after complete discectomy through a right-sided transforaminall approach was accomplished for complete neural decompression, then bone morphogenic protein and cancellous autologous bone replaced in the anterior aspect of disk space, and implant was inserted, filled with cancellous autologous bone and bone morphogenic protein measuring 14 x 36 mm into the disk space at l3-4 through a right-side transforaminal approach. No patient complications were reported. On (B)(6) 2008: the patient was discharged.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.